Manufacturer narrative:
Batch review performed on 18 november 2019: lot 162191: 31 items manufactured and released on 31-may-2016. Expiration date: 2021-may-16. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Additonal implant involved: gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 164131. Batch review performed on 18 november 2019: lot 164131: 120 items manufactured and released on 22-sep-2016. Expiration date: 2021-sep-08. No anomalies found related to the problem. To date, 118 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0411fr tibial insert fixed sphere flex size 4/11 mm r (k140826) lot. 144644. Batch review performed on 18 november 2019: lot 144644: 25 items manufactured and released on 05-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, 23 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot. 162684 batch review performed on 18 november 2019: lot 162684: 60 items manufactured and released on 30-may-2016. Expiration date: 2021-05-12. No anomalies found related to the problem. To date, 58 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after 2 years and 11 months after the primary due to signs of an infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.